Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he had experienced high blood glucose levels due to insulin flow blocked and no delivery alarms. Blood glucose level at the time of incident was 402 mg/dl. It was unknown whether the customer was using the auto mode feature. The trouble shooting was performed. The insulin pump will be returned for analysis.